Event description:
It was reported that when the microcatheter was being removed from the dispenser hoop, it broke. There was not patient involvement.

Manufacturer narrative:
Subject device is not available.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specification. The subject device was not returned; therefore, analysis cannot be performed. Information available indicated that resistance was encountered during removal of the microcatheter from its packaging. Based on the information available, it is probable that handling of the device during unpacking contributed to the reported issue.

Event description:
It was reported that when the microcatheter was being removed from the dispenser hoop, it broke. There was not patient involvement.